Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had an absence of no delivery alarm when there was a bent infusion set cannula. The blood glucose reading was 381 mg/dl. Unable to troubleshoot, since the customer stated that she had already changed the infusion set and no tubing clamps were available. Advised the customer that, because of the off label insertion of the infusion set 4 to 5 inches away from the navel, the insulin pump was delivering insulin but the absorption rate was severely reduced, explaining the absence of no delivery alarm and high blood glucose. Advised the customer to change the entire infusion set, reservoir and insulin. She declined being sent replacement supplies. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.